Event description:
Customer reported that a female was undergoing cystography procedure to be followed by a ureter stent placement, when the monitor system became in-operable. She reported that a portable c-arm and table were brought into the procedure room and the patient was transfer onto it and the procedure was completed without any further incident.

Manufacturer narrative:
Liebel flarshein field service report states, field service engineer found a loose connection on the generator interface cable to the imfimed camera control unit. The loose connection was due to someone dropped something on the video connection thereby making it come loose. The field service engineer reseated the connector and tested system for proper operation in accordance with informed service manual and returned system to service.